Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device is "not available for return." Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Patient reported a "tube leak." Patient stated "going every week to get fills when they realized there was a problem." "Couple upper gi's and fills" were done to diagnose the leak. Patient noted revision surgery was performed to remove and replace the tubing. On a later date, the patient experienced a band slippage. The entire system was explanted and not replaced. Follow-up information: health professional confirmed the patient had a "slip."